Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had embryo transfer with use of glhp-060 week of (B)(6) 2026. Patient had severe allergic reaction around 10 days post-transfer that required hospitalization. Immunologist requested all media and medication components to be brought for evaluation. No additional information is available. Glhp-060 global hp (B)(4).